Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that a battery indicator was persisting on the onetouch verio iq meter when the patient tried to test. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was displaying a battery indicator when the patient tried to test. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.